Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the printer was not working. Customer verified the cable, printer lights, reseated the cable, rebooted the system, but the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not working. The technical support specialist (tss) dialed into station, identified that the printer queue was stuck with over 200 pages, cleared the printer queue, and reinstalled the printer driver. Tss then rebooted the station and reconfigured the printer settings. The system functioned as intended after the technical support specialist troubleshot the device.